Event description:
It was reported that on 10/25/2023 while trying to put the size 5 broach onto the handle, the scrub tech noticed that the broach would not fully seat onto the handle. They did not use this broach and instead the nurse opened up the back up set that we had available. Since the back up was available there was no delay to surgery, or any negative impact to the patient. Upon further investigation it was noticed some notching where the broach would normally attach to the handle and believe that is what was holding the broach from fully seating.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2023 while trying to put the size 5 broach onto the handle the scrub tech noticed that the broach would not fully seat onto the handle. They did not use this broach and instead the nurse opened up the back up set that we had available. Since the back up was available there was no delay to surgery, or any negative impact to the patient. Upon further investigation it was noticed some notching where the broach would normally attach to the handle and believe that is what was holding the broach from fully seating. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis revealed that the post of the actis broach sz 5 was slightly worn out. The surface showed minor nicks. This condition can be attributed to a combination of heavy use and unintended impaction forces applied while the device was not fully seated on its mating component. Additionally to the consistent damage exhibited on device, corrosion patterns were found on the cutting surface. Where corrosion/oxidation is identified around the cutting surface of the device, alongside damage consistent with normal wear, this suggests that the passive layer of the metal has been worn down from repeated use (due to normal use damage) allowing for the metallic surface underneath to become susceptible to corrosion/oxidation. A functional test was performed with a mating broach handle sample, and the unable to assemble condition could not be replicated as the device functioned correctly. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the actis broach sz 5 would have contributed to the complained device issue. Based on the investigation findings, there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.